Event description:
In 2008, a clinical incident involving an arthrocare tourniquet limb drape was reported to arthrocare corporation. Following a tendon lengthening procedure of both right and left legs, it was reported the patient's inner thigh of the right leg appeared reddened and bruised. Both the patient's legs were placed in a cast as part of tendon lenghtening procedure. One month prior, the casts were removed and it was noted the patient had sustained a large severe burn to inner thigh of right leg. Pt is severely autistic and gave no indication of discomfort or pain during the interim period in which the casts were on. It was also reported that due to the clean nature of the burn and neat edges of the burn no treatment or dressings were administered and no additional procedures were recommended.

Manufacturer narrative:
The device was discarded following the procedure and will not be returned for investigation. Awaiting further details regarding the use of the device during the procedure to complete the investigation.